Manufacturer narrative:
The returned component was examined and microscopically evaluated at a magnification of 10x. The implant was covered with bone. The clinician indicated the implant was trephined out which contributes to the damaged condition of the returned implant. No abutment was returned for eval. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event. If add'l info becomes available, a follow up report will be filed.